Manufacturer narrative:
On april 06, 2011, carefusion sent a letter via e-mail to the user facility seeking additional information concerning the reported event. As of may 03, 2011, there has been no response from the user facility. The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service rep. The carefusion field service rep. Evaluated the device and determined that the root cause of the reported event was a faulty mean pressure panel meter assembly. The carefusion field service rep replaced the panel meter assembly and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the user facility's control ready to be placed back into service. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty mean pressure panel meter assembly for evaluation. As of may 03, 2011, the alleged faulty panel meter assembly has not been received. Once the panel meter assembly has been received and the evaluation completed, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with user facility representative. "[Name removed] called and would like a svc call on this unit. All he knows is that the rt's put a note on it stating "no alarm functions." He said that he is not familiar with this unit. I asked if he could turn the unit on and see if it alarms at least. He turned it on and it alarms like it's supposed to and when you shut it off it also alarms like it's supposed to. He just wants the unit checked out."